Manufacturer narrative:
Additional information: initial reporter updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue was confirmed. The louvre cover was repositioned and the x-ray was calibrated. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. There was no patient involvement. The site accidentally hit an object with the gantry, resulting in bend of the "cover source position louver." Following the collision, the imaging system would not take x-rays. Next steps indicated visit to site to reposition the cover, check the system for damage, calibrate the x-ray, and verify the system worked as intended. No complications were reported/anticipated.